Event description:
Additional information received indicated that the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
During a remote follow-up, episodes of non-sustained oversensing and a loss of capture were noted on the left ventricular (lv) lead. No intervention was performed at this time. The patient was stable with no consequences.